Event description:
Customer reported that safety device on the syringe does not always fully engage when pushed. There was needle stick injury as a result.

Manufacturer narrative:
Product has not been received to date. If product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No trends were noted. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.